Event description:
Per the clinic, the patient experienced weak retention of the device due to the implant magnet. Subsequently, the magnetic cassettes were replaced, and the patient underwent a skin flap reduction surgery (specific date not reported), however, the issue did not resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.